Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead presented with non-sustained right ventricular oversensing episodes. It was noted that there were several episodes of noise since implant. The sensitivity of the lead was decreased. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A complete lead was returned in one piece with a field stylet partially inserted in the lead and the helix retracted and clogged with blood. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received notes that the patient was brought in for a lead revision. The lead was unable to be repositioned and the stylet was hard to introduce into the lead. The lead was explanted and replaced with another lead. The patient had no symptoms and was doing well before, after, and during the procedure.